Event description:
Litigation alleged the patient suffered pain, disability, impairment , loss of function, decreased range of motion, gait disturbance, metallic and other particulate contamination of the blood and body, internal scarring, irritation and internal injury to the surgical site as a result of the implanted device.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.